Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.

Event description:
A perforation occurred and the procedure was cancelled. During the procedure, a versacross connect access solution kit was selected for use a left atrial appendage closure (laac) procedure. It was reported that it was difficulty visualizing the interatrial septum. The physician proceeded to advance the versacross rf wire out but lost sight of it on the way to the septum. The wire was then found to be in the pericardial space near the right atrium (ra). No effusion was noted. The versacross system was then removed, and heparin was reversed. The procedure was aborted at that point. The patient had followed up transthoracic echocardiogram (tte) to check for any pe prior to discharge and no issues were noted. The patient was discharged home the same day. Product return is not expected.